Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was advised to power down processor before attempting a second scope. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited image loss. The issue was identified while the device was inside the patient for a therapeutic upper gastrointestinal endoscopy procedure. There was a brief procedural delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.